Event description:
Customer reported that during treatment, the dialysis flow rate was 950 ml/h. The physician noticed in the input/output history data displayed by the prismas, that the dialysate flow was 374 ml/h. At the same time, the physician noticed that the pt fluid removal displayed was higher than the one set. No pt injury was reported.